Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g1.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and creases. The device has been explanted.

Event description:
Baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, broken shell and others, missing a piece of shell (0-25%), brown and red particles on the shell. A microscopic analysis was performed which identified: broken striated on the anterior. Based on the device analysis the final assessment is: striated broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device has been explanted.